Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The manufacturer's technical services (ts) confirmed the reported issue. Instructed customer to use the return label provided with the replacement part. The manufacturer's technical services (ts) confirmed the reported issue. Instructed customer to use the return label provided with the replacement part. The gds system (gas delivery system) was returned to the fi(failure investigation) lab for evaluation. Root cause: airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported failed air delivery/flow accuracy test. The device was not in use at the time of the reported event; therefore, there was no patient involvement.